Manufacturer narrative:
(B)(4).

Event description:
It was reported per field service report: symptom - pump had "system error 3" alarms on pt. Pump was replaced quickly. No delay or pt complications. Findings/action taken: replaced stepper motor (ims) driver. Pump used was the autocat2 wave intra-aortic balloon, s/n (B)(4). Software level 2.23. The pump is back in service. Add'l info received from the field service rep stated the biomed told him that the pump had a "system error 3" alarm and stopped pumping. The pump was switched out immediately. No pt complications or issues were noted.